Event description:
It was reported that during the pre-use check of the cs100 iabp, the balloon counter pulsation showed no pressure and could not be used. After on-site repair, it was determined that the iabp compressor¿s 5000h maintenance kit was severely worn. No patient was involved.

Manufacturer narrative:
Due to characterization limit e.1. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) observed that the iabp compressor lacked pressure, rendering it unusable. This was due to wear and tear on the 5000h compressor maintenance kit. The 5000 hr kit ((B)(4)) was replaced, and the device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.